Manufacturer narrative:
The patient's death is reported under MFR. #2916596-2020-06178. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a major infection. The patient's white blood cell count at admission to the hospital was 23.3 tys/ul and there was drainage from the exit site with positive cultures from the tissue surrounding the driveline showing klebsiella pneumoniae. Treatment included unspecified surgery. The infection was unresolved at the time of the patient's death.